Event description:
It is reported that the patient was revised due to migration of the locking screw.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. A definitive root cause cannot be confirmed. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of radiographs and/or product or further info. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.